Manufacturer narrative:
The returned device was evaluated and found fully deployed with the adhesive pad pierced by the soft cannula. Indicating that a late deployment had occurred. Bottom housing opening was inspected for any deformities. No issues were found, indicating no interference between the soft cannula assembly and the bottom housing occurred. Timeouts were seen in the data; however, the rotational sensor data did not show signs of struggle when the timeouts occurred. Device ran for 57 pulses. The cause of the delayed needle mechanism deployment could not be determined.

Manufacturer narrative:
The product was returned and is pending the completion of the investigation. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reports while wearing a pod for less than an hour when activating the cannula did not deploy and the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. Upon removal of the pod from the infusion site the blue cannula was not visible.